Event description:
The pre-loaded drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of significant dysphotopsias, the iol was explanted in a secondary surgical procedure and replaced with a dxr00v 20.0 diopter iol. There was no patient injury, no medical intervention, and no surgical intervention during the lens exchange procedure. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. The best estimation date is between (B)(6) 2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 08-may-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received on a piece of gauze. During a visual inspection, the device was inspected under magnification. The complaint lens was received cut into three pieces and coated in viscoelastic residue. The lens pieces were cleaned revealing scratches on the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.